Manufacturer narrative:
Pump passed displacement test, self test, unexpected alarm error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, unexpected battery out limit alarm and weak battery alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 10.3mmol/l at the time of the incident. Customer states that even after clearing weak battery alarm display did not return. The insulin pump will not be returned for analysis and insulin pump to be replaced.